Manufacturer narrative:
(B)(4). Concomitant medical products: associated products : 42502606802, femur cemented cruciate retaining (cr) standard right size 10, 64148718; 42532007902, tibia cemented 5 degree stemmed right size g, 64251064; 42540000035, all poly patella cemented 35 mm diameter, 64325377. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2019-00264, 3007963827-2019-00265, 0002648920-2019-00687.

Event description:
It was reported patient underwent an I&d approximately 3 weeks post implantation due to a hematoma and delayed primary closure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A hematoma is a mass of clotted blood that forms in a tissue, organ, or body space. A hematoma can be associated with pain, swelling, ecchymosis, serosanguinous or bloody drainage after a recent surgical procedure. The development of a postoperative hematoma after a procedure can be correlated with the surgical procedure and perioperative anticoagulation therapy to prevent dvt (prophylaxis). Patients may be at increased risk for developing hematomas if they have received fresh-frozen plasma, vitamin k, or hormonal therapy as well. Most hematomas resolve on their own, without surgical intervention, while some others do not. Larger hematomas may need to be surgically evacuated in order to resolve. As timeframes of onset differ due to individual contributing factors, a specific timeframe of expected occurrence cannot be established. As the complaint indicates, a postop hematoma occurred, causing delayed/altered healing and required surgical intervention of I&d. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.